Manufacturer narrative:
Conclusions: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damage found during device investigation is most likely related to the explantation surgery. This finding was expected because according to the received information the device was explanted due to housing displacement from its original position and consequent active electrode array migration out of cochlea. The investigation results appear to match the problems mentioned in the recipient report. This is a final report. Please note a correction has also been made from the initial report. In the initial report the date of awareness was set as 23-may-2019. This was later clarified from the field and the correct date is 28-aug-2019, as it appears on this report. Therefore, the initial complaint was sent in the required time frame.

Event description:
The recipient never had benefit with the device. According to the information from the field the implant housing shifted and the electrode migrated out of cochlea, which was confirmed with a CT scan. The surgeon was also surprised by the position of the implant and suggested it might have rotated. Re-implantation took place in (B)(6) 2019.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user never had benefit with the device; the user was implanted in (B)(6) 2019 and re-implanted on (B)(6) 2019. According to the information from the field the electrode migrated and the implant housing shifted, which was confirmed with a CT scan. The surgeon states that the electrode insertion was completed up to the marker ring. There were no difficulties during the surgery with the insertion; there was no obstruction or ossification encountered.